Manufacturer narrative:
Additional information received on (B)(6) 2020, indicated that the patient underwent bilateral replacements with mentor 595 low profile implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device photo evaluation completed on january 5, 2021: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc (B)(4).

Event description:
It was reported that a female who underwent an unknown breast surgery with a mentor memorygel 500cc silicone prosthesis experienced right sided rupture post procedure. As a result, an explant was performed on (B)(6) 2020.